Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology. All components of the existing ipp were explanted and replaced with a new ipp. No additional patient complications were reported, and the patient is expected to fully recover.